Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a consumer regarding their implanted pump which was used to deliver ¿bup¿ (40 mg/ml), clonidine (700 mcg/ml), and dilaudid (20 mg/ml) the doses were unknown. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that the pump was refilled on (B)(6) 2016 and the patient is seeing the 8503 message. It was also noted that the pump had alarmed. The healthcare professional¿s office screwed up. The patient was supposed to go in on (B)(6) 2016 and they did not have the patient¿s medicine. The pump started to alarm on (B)(6) 2016, there was 1ml in the pump at that time. The consumer reported that this is not the first time they have had a problem with their healthcare professional (hcp) and they need a new one. No patient symptoms were reported. Further follow up was done to determine the reason that the pump was not refilled on (B)(6) 2016.